Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, it was reported that during treating rotator cuff, while the electrode was in use, the insulator came off. The fragment was removed from the patient¿s body. The small stature patient looked to have the bone spur on her shoulder blade, so the surgeon had some difficulty in inserting the electrode from the portal to the lesion. The electrode was received and evaluated in juarez laboratory. The cable and connector showed no damage including the pins; also, the electrode tip shows signs of activation. Finally, it was identified that a piece of shaft insulation came off. The electrode was sent to the manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging. The active tip of device shows signs of activation and some scuffs on the ceramic and return cap. Finally, no visible damage on handle or cable. No anomalies were identified during the functional and the electrical test. DHR review has been performed for lot u2012106; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the initial investigation findings and the product ra no initial containment action related to the individual complaint is recommended. Visual inspection of the electrode confirmed a small section of the black insulation had been removed from the distal end of the device. The customer report stated that the surgeon had some difficulty in inserting the electrode from the portal to the lesion. Based on the insulation damage to the electrode shaft we have determined the cause of the reported defect to be excessive mechanical force - misuse therefore no further investigation is possible. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the insulator came off on the vapr tripolar 90 suction electrode device. The fragment was removed from the patient¿s body. The procedure was completed less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and the first use when the issue occurred.